Event description:
It was reported that the customer had high blood sugars. Caller stated that the drive support cap fell out of the insulin pump. Caller stated that they try to prime the insulin pump and the back of the motor sticks out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit had missing end cap, and drive support disk sticker. Unable to perform the basic occlusion, occlusion, excessive no delivery alarm test, due to prime fill anomaly. Unit passed the displacement test.